Event description:
It was reported that during the cardiac resynchronization therapy defibrillator (crt-d) implant procedure noise and oversensing were exhibited on the right ventricular (rv) lead, which resulted in pacing inhibition. The patient didn't experience greater than two seconds of asystole. It was suspected that the noise was due to air bubbles. The rv lead was removed and reinserted into the device header. This crt-d system remains in service. No adverse patient effects were reported.